Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015 on patient's behalf to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.